Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The screw could not be inserted totally, because the head of the screw became damaged, which did not permit the use of the screwdriver. The screw had to be removed (10 mm out from the tibial plate at the second proximal hole) with some difficulties and use another screw. Moreover, the surgeon had difficulties inserting the last screw; therefore, he did not use the lock-screw. The event led to an increase of 15 mins of surgery time. Procedure: arthrodesis of the ankle.